Event description:
Caller reported cartridge alarm 20, but there was no adverse impact to customer's blood glucose level. Customer had previously experienced cartridge alarms with consecutive cartridges, and technical support confirmed the issue. As a resolution, technical support decided to replace the pump. Customer was informed that they would receive a pump with updated software and was advised to put the current pump into storage mode before returning it to tandem. Customer was also instructed to return the problematic pump using a pre-paid label to avoid being billed. Customer needed to program the replacement pump with their settings and connect their cgm to it. Delivery arrangements were confirmed, and technical support sent the replacement pump.